Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to a blood glucose level of 577 mg/dl and high ketones. The customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital. The cause for the reported issue was due to the pump battery depleting quickly resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy.